Event description:
Pt. Pressures increased both on ventilator and pulmonary artery pressures. Rn found rymed invision plus neutral IV connector had disassembled. As a result, pt was not receiving sedation or pain medicine through the line and blood had backed up and was slowly bleeding from the end of the green portion of the connector.